Manufacturer narrative:
(B)(4).   Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a smart flex stent delivery system (6x200 vas 120cm), it was reported that the sheath split on deployment and stent exposed. There was no report of patient injury. The product will be returned for analysis. This was a right superficial femoral artery (sfa) angioplasty via left groin.  It was a contralateral approach in which the catheter passed over the iliac bifurcation without any trouble. When the physician started to deploy, he deployed it approximately 10mm. At this point he noticed that the mechanism was stuck. He then, pinning the obturator and pulling the sheath trying to expose the stent with more force than normal. It was at this point entire plastic hub from the proximal end of the stent actually pulled off the outer sheath. At this point the stent was only exposed the same 10mm and he retracted the stent and delivery system in to the catheter sheath introducer. And removed the entire assembly. (B)(4).

Manufacturer narrative:
Complaint conclusion : during the use of a smart flex stent delivery system (6x200 vas 120cm), it was reported that the sheath split on deployment and the stent was exposed. There was no report of patient injury. This was a right superficial femoral artery (sfa) angioplasty via the left groin.  It was a contralateral approach in which the catheter passed over the iliac bifurcation without any trouble. When the physician started to deploy, he deployed it approximately 10mm. At this point he noticed that the mechanism was stuck. He then tried pinning the obturator and pulling the sheath trying to expose the stent with more force than normal. It was at this point the entire plastic hub from the proximal end of the stent actually pulled off the outer sheath. At this point the stent was only exposed the same 10mm and he retracted the stent and delivery system in to the catheter sheath introducer and removed the entire assembly.  The product was returned for analysis. One non-sterile smart flex 6x120 vas, 120cm catheter was returned. Per visual analysis the unit¿s stent was noted to be pre-deployed and a kink was noted on the body shaft at the distal end. A body shaft separation was noted. No other damages were noted.  A kink was found in the outer sheath tubing, the stent partially deployed and the female luer separated from the outer sheath. The kink was located approximately 64 mm from the proximal end of the outer sheath tubing. The kink was located at the distal end of the pusher shaft, and likely occurred after the deployment attempt, or during the returned shipping. The stent was partially deployed approximately 10 mm, and likely could not be deployed further because of the female luer separation from the outer sheath. Per dimensional analysis the length of the device was inspected for any additional damage, including the reported crack in the outer sheath. The outer sheath was found to be intact, and no stent exposure was found apart from the partial deployment at the distal end. Per microscopic analysis the inspection of the separated female luer to outer sheath bond revealed that the uv adhesive was filled to approximately 15mm, which is within the bms specification of 11mm-16mm from the tip of the female luer. The heat shrink was fully shrunk to the luer, although it had separated from the outer sheath. Per functional analysis a deployment force test was performed. With the proximal luer attached to a force gauge, the stent was deployed from the system. A measured force of 12.37lbs was required to fully deploy the stent. The stent remained partially crimped immediately after deployment; however, it expanded to its fully deployed state once the dried blood was cleaned off with isopropyl alcohol. This large deployment force likely contributed to the separation of the bond between the female luer and the outer sheath. The length of the stent was inspected under a microscope and no damage to the device was found. The rest of the system was then disassembled for analysis. The stainless steel pusher shaft and peek and guidewire tubing were removed from the outer sheath. The length of the peek and guidewire tubing were inspected for damage. No non-conformances were found. The outer sheath was then cut open so the braided tubing could be inspected at the kink. The braiding is intact and therefore did not contribute to occurrence of the kink. The length of the braiding was inspected and no damage was found. A device history record (DHR) review of lot 38747 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- premature deployment¿ and ¿outer sheath - cracked¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by the increased deployment force required to deploy the stent during analysis, which may have been exacerbated by the presence of a kink at the distal end, and resulted in the cracked outer sheath. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; a risk assessment has been opened to further investigate this issue, and a field action was implemented to remove this product code from commercial use.